Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a baby in an arctic sun device. An alarm stating that the patient temperature was erratic has gone off twice since they arrived at 7pm. The first time it went off was when they went to place a PICC. The baby read 31.9c briefly and therapy stopped. Soon after the patient temperature was back to 33.5c and therapy was restarted. Then got an alert that the patient temperature had not changed so they replaced the probe. When they replaced the probe and got an alert about erratic temperature again. Advised nurse to pause therapy if the probe was going to be replaced, or if the patient would be moved. Once the patient temperature stabilized again, resume therapy. This would mitigate the erratic patient temperature alarms caused by these actions. Discussed alert 117 (change in patient temp not detected). Confirmed actions of checking probe placement and a secondary temperature was the correct action. This was a safety alarm to confirm the device was accurately reading the patient temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a baby in an arctic sun device. An alarm stating that the patient temperature was erratic has gone off twice since they arrived at 7:00 pm. The first time it went off was when they went to place a PICC. The baby read 31.9 c briefly and therapy stopped. Soon after the patient temperature was back to 33.5 c and therapy was restarted. Then got an alert that the patient temperature had not changed so they replaced the probe. When they replaced the probe and got an alert about erratic temperature again. Advised nurse to pause therapy if the probe was going to be replaced, or if the patient would be moved. Once the patient temperature stabilized again, resume therapy. This would mitigate the erratic patient temperature alarms caused by these actions. Discussed alert 117 (change in patient temp not detected). Confirmed actions of checking probe placement and a secondary temperature was the correct action. This was a safety alarm to confirm the device was accurately reading the patient temperature.